Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead was explanted. Further information was requested however, was not provided.